Event description:
During an atrial tachycardia ablation procedure st elevation occurred. Following ablation of the cavotricuspid isthmus line st elevation was noted. The patient was brought to the angiography lab which showed collateral arteries which was assumed to be a sign of previous old arterial occlusion. The ablation procedure was successfully completed and the patient was monitored overnight with no further complications. There were performance issues with any abbott device.

Manufacturer narrative:
The device was not returned for analysis; however, the log files from the tactisys quartz system and ensite case study were returned. The log file and case study analysis concluded that the catheter performed as intended. The optical signals conformed to specifications, the recorded temperatures indicated cooling during rf ablation, and force measurements were displayed throughout the procedure. Force measurements were recorded during ablation that exceeded the recommended values in the instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the st elevation event remains unknown.